Event description:
Procedure: gastrectomy. According to the rptr: the purstring set on the duodenum and tied the string to anvil. W/o noticing a part of mucosa was lacking, the surgeon performed gastroduodenostomy, and it failed. Both duodenum and stomach were resected additionally, and anastomosis was performed again with a new purstring and eea. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).